Manufacturer narrative:
Investigation summary: lot analysis. Device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 5348529 was built on (B)(4) line 9 on 19dec2015 thru 21dec2015 for the quantity of (B)(4) ea.and packaged on line11. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject codes were an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no related reject activity findings relevant to the defects stated in the pr associated with the lot number provided for this incident. Observations and testing: observations and testing could not be conducted. The units described in this product incident report were not returned for evaluation. Test description: method no: results: n/a, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: unknown; the units described in this incident report were not provided for evaluation. In-process inspections are conducted during the manufacturing process to identify issues that could adversely affect product performance. Investigation conclusion: conclusions: confirmation of the defect, as stated in the product incident report could not be identified or confirmed and cause could not be determined, as the units were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or support manufacturing process related issues for the defect stated in the product incident report. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not provided for evaluation and testing of this incident. Were we able to reproduce the customer's experience with the bd product? N/a; a root cause was not established regarding this incident report as units were not provided for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate ¿ the units described in this product incident report were not provided for evaluation therefore a definite root cause could not be established. Comment: in addition, packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4). Rationale: corrections and CAPA. Corrective action / CAPA #: CAPA (B)(4) has been opened to address the package seal defects as that stated in the pr. Other actions taken (if applicable): packaging operators are responsible to verify package integrity, including the verification that the packages are adequately sealed. In addition, product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan. The peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the packages of bd insyte¿ autoguard¿ bc with blood control technology 16g x 1.16 in. (1.7 mm x 30 mm) were open and unsealed prior to use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR, DHR review was performed on the following lot number: 5348529 ¿ the lot number was packaged on afa packaging line 11. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o2 level a investigation per (B)(4). Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis: observations and testing: received 13 unused iag/bc 16ga units in partially opened packages, from the lot number 5348529. Visual/microscopic examination: all 13 packages were partially opened at both ends top of the blister packs. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/uv light, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Was the device used for treatment or diagnosis? Treatment. Our quality engineer inspected the returned unit and confirmed the packages were received open/partially peeled. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength such as seal transfer and top web glue; both measured within specification. No anomalies were found. We were unable to determine a root cause for this incident based on the provided samples. The appropriate personnel have been notified as we implement a corrective action project to address any package sealing defect. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.